Manufacturer narrative:
The complaint sample was not returned for evaluation and the lot number is unknown. Attempts to reach the treating doctors have been unsuccessful. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that she placed two new lenses on her eyes and experienced slight foreign body sensation. Consumer also reported experiencing discomfort and a scratching feeling in her right eye. The consumer stopped using the product on that same day. The consumer reported that her left eye symptoms disappeared; however, her right eye symptoms still existed. After several days of no lens wear, the consumer reported that she still had tearing and eye redness for the right eye. (No discomfort for the left eye.) The consumer reported that she went to a hospital for evaluation and the doctor indicated that she had right eye keratitis. The medical record specified that a foreign body was removed from the right eye. The consumer reported that her eyes were washed and that she received unspecified infusion on a daily basis for three days. The medical record indicated that treatment included levofloxacin eye drops, chlortetracycline eye ointment, additional ophthalmic medications prescribed by doctor but not detailed in the medical records. Intravenous infusion: clindamycin injection (0.6) plus dexamethasone injection (10 g) together with 0.9% sodium chloride infusion (250) daily; and metronidazole injection (0.5) twice daily. Consumer reported that on the third day of treatment, her symptoms had not improved and an injection was given. Following the injection, it was discovered that there was a contact lens still in the eye. The report given by the consumer is at odds here with the medical record as the medical record indicates that the foreign body was removed on the first day of treatment. During the course of follow-up communications, the consumer stated that the foreign body removal listed on the medical record for the first day of treatment was not a contact lens, but was instead ¿unspecified eye secretion¿. Such eye secretion is not mentioned in the medical records. Therefore, it is unknown if this right eye contact lens that the consumer references from the third day of treatment was unseen during the consumer¿s previous examination, or if the consumer had used a new contact lens for the right eye subsequent to the start of treatment. On the fourth day of treatment, no injections or infusions were given. Consumer was provided with levofloxacin eye drops and chlortetracycline eye ointment. Five days later, consumer visited another hospital. Consumer was diagnosed with keratitis and conjunctival hemorrhage. Levofloxacin eye drops and bovine basic fibroblast growth factor were prescribed. It was reported that the eye condition had improved. There was no report of permanent loss of vision.

Manufacturer narrative:
The complaint sample was returned and evaluated. The results of the evaluation revealed multiple tears along the edges and surface deposition on the lenses. The damage appears to be due to customer use and appears to be related to customer handling.

Event description:
Follow-up information obtained indicates that the consumer¿s eye symptoms resolved. Consumer is recovered.